Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred, a cartridge change error occurred. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 120-350 mg/dl.